Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite burette set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the second one that has fallen apart. Once in the middle of a case, a second one just fell apart at set up.